Event description:
A surgeon reported a pt with a hyperopic surprise intraocular lens (iol) implant surgery. The surgeon reported he tried to address the fact that the pt was post-lasik, but the pt ended up with a hyperopic surprise. Add'l info has been requested.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Add'l info was requested on 01/18/2012 and 01/30/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).